Event description:
It has been reported to philips that there was a x-ray delay in exposure mode - the footswitch was damaged. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a delay in the x-ray exposure. Review of the system log file showed a warning related to footswitch which was not pressed. The exposure footswitch was damaged. The fse replaced the footswitch. After replacement of the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.